Manufacturer narrative:
The third-party service agent replaced the user interface pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed part, user interface assembly, was further evaluated by physio-control failure analysis center and determined that the cause of the reported issue was due to a failed integrated circuit, u2.

Event description:
A customer contacted physio-control to report their device displayed a white screen when powered on. A white screen is indicative that the device may be inoperable and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report their device displayed a white screen when powered on. A white screen is indicative that the device may be inoperable and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.